Manufacturer narrative:
Device evaluation: the suspect din rail has been received by the manufacturer for evaluation. The reported issue could not be confirmed as the part passed bench test. Before applying 21 vdc between contacts 7 and 10, 12.5 ohms was measured as expected. Energize there was an audible click as the relay closes and between 7 and 10 0.02 ohms was measured as expected. No fault found with this assembly.

Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and confirmed the reported issue. The din rail fuse assembly was updated and inrush circuitry was installed. The issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The pendant plunger was returned to the manufacturer for evaluation and failed visual/physical examination. The metal part of the plungers showed scratches and small gouge marks.

Event description:
A medtronic representative reported that while in a spinal fusion procedure the imaging system would not boot up. The site had replacement fuses and tried switching them in the mobile view station (mvs) but the system still would not boot. The site switched to a c-arm to complete the case. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.

Manufacturer narrative:
Correction: unique device identification (UDI) and device manufacture date updated to proper value.